Event description:
The customer reported while running an htlv I/ii assay, using a hand held intermec barcode wand, read a sample barcode incorrectly. No death or serious injury was associated with this event.